Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in the esophagus. Block h11: investigation results- the returned cre pro wireguided dilatation balloon was analyzed; however, only the device pouch and valve were returned. With all the available information, boston scientific concludes the reported event of balloon pinhole was not confirmed. Based on the information provided, the most probable cause of the reported issue cannot be established due to lack of evidence. The device itself was not returned for analysis to identify any defect with the device. Additionally, without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Therefore, the most probable root cause is cause not established.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used during a procedure performed on (B)(6) 2025. During the procedure, device was passed to location of stricture and upon effort to inflate water is shooting out the side of balloon and unable to inflate as there was a pinhole on the balloon. The procedure was completed with another cre pro wireguided dilatation balloon. The type of procedure and anatomy location of the procedure are unknown and is being reported as it may have occurred in the esophagus. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used during a procedure performed on (B)(6) 2025. During the procedure, device was passed to location of stricture and upon effort to inflate water is shooting out the side of balloon and unable to inflate as there was a pinhole on the balloon. The procedure was completed with another cre pro wireguided dilatation balloon. The type of procedure and anatomy location of the procedure are unknown and is being reported as it may have occurred in the esophagus. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in the esophagus.